Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Hardware low level failures alarmed during self test and pump trace download confirmed hardware low level failures due to broken trace at u1 pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing (B)(4).

Event description:
Customer reported via phone call that insulin pump had insulin flow block alarm. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer reported that alarm did not occur during fill tubing. Customer stated that event was resolved by changing complete set. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.